Event description:
Two 18ga 15cm biopinces misfired on 1st passes, collecting no tissue either time. No co-axial was used. After both devices failed, doctors switched to a bard mission 18g x 16cm with co-ax. Device collected two adequate samples in two passes. Four total passes.